Event description:
The following is a recitation of the recent events concerning my use of the resmed vpap adapt sv furnished to me by (B) (6) in (B) (6). On the morning of sunday (B) (6) 2009, the machine began to make a scraping noise, and I turned the machine off and checked the humidifier and could not see any problem. I later noticed a dark substance on my face between my nose and upper lip. My wife also noticed some black specks on the inside of the humidifier. At the time, we did not assume any connection to the two situations. On the evening of (B) (6), I put on the mask and turned the machine on. Shortly after I turned the machine on, the alarm sounded with the message to check the circuit. I did that and everything seemed normal. I turned the machine on in a few minutes, the alarm sounded again and after a few minutes the alarm sound again. This was repeated several times. At that point, I turned the machine off, took off the mask and went to sleep. In total the machine ran for approx 2 hours. On the morning of (B) (6), I noticed that there was a dark substance on my face between my nose and upper lip. There was the dark substance below my lower lip and at left side of my mouth, where I have notice leakage from the seal. There were also three quarter size stains on the sheet where my head was and also one on the blanket. There was also a very black stain in the pillow case that consisted of small spots which aligned exactly with the vent openings in the mask. The mask had several small specks in it, and there were several specks in the humidifier. The substance appeared to be oily or greasy. That morning I called provider plus and they said that all they could do was replaced the machine and send the problem machine back to the company. They also said the motor was encased in a plastic to quiet the machine thus, there could be leakage from the motor. I later called resmed and talked to (B) (4) and told her what happened except at that time I was not aware of the stains on the bed sheets and blanket. She asked many questions concerning my use of the machine. She then said, she would be sure the machine was sent to them and their tech people would examine the machine and call me to let me know what happened and to tell me what the substance was. She also advised me to make a drawing of the mask and humidifier and mark where the spots were, which I did provider plus picked up the machine, humidifier, mask, hose and my drawings and left a new machine which I have been using without any problem. I also contacted my general practitioner and my sleep disorder doctor and neither had ever heard of the problem and obviously did not know what the substance was. Both advise that if I had no symptoms I could assume there was no problem. But I am concerned about the possibility of serious problems developing in the future. I believe I am not being unduly concerned about wanting to know what the mystery substance is. I certainly breathed in much of the substance and it now in my lungs. I also try to keep my mouth closed while the machine is running, but I am not able to always accomplish that. Thus, I may have ingested some of substance. On dec 15, (B) (4) from resmed called and said that they had checked the machine and said that they found water damage and they were checking further. On the same day, someone else from resmed (I did not record his name) and repeated the info about the water and said that the water had damaged a seal, and it appeared that some lubricant had escaped into the air flow. He also said that they were testing it further. He also emphasized the importance of keeping water out of the machine. I replied that my wife and I have been care and are not aware of any circumstance were the eater could have gotten into the machine. I further advised that I want a chemical breakdown on the lubricant that I have been breathing and probably ingesting. He said he would send an email requesting that the material be tested. In dec, I spoke with (B) (6) from (B) (6) and he said that the machine had been sent to (B) (6) where an "independence lab" would do a complete chemical analysis and they send the result of the lab to me, perhaps by email. He said that process would take approx 30 days. I advised him that it appears that I have not had any physical problem that I can relate to the incident, but I am worried about longer range problems from the foreign substance in my body. I thanked him for resmed diligent work in handling this and that am anxious for the 30 days to (B) (6). (B) (4). On feb 15 update: (B) (4). On dec 15, I rec'd an email from the us office of resmed asking for some more info on the events of (B) (6) and (B) (6). I replied and also sent them this log. (B) (4). On jan 28, I rec'd an email advising me that resmed says the substance is bearing dust and their experts claim that the substance is not nontoxic. They also said a report was being prepared. Later, they promised that the report would be sent to me. On feb 10, I advised resmed that I had not rec'd the report (I have not yet rec'd it) and that I was quite anxious to receive the promised chemical analysis. (B) (4). Report prepared by (B) (6), feb 18 2010. On feb 17, I rec'd a letter from resmed that appears to be their final answer but there are several questions that remain in my mind: what happened with an earlier report that said the substance was lubricant. The letter specified a test that determined the size of the particles and stated that "most likely from bearing ware". It is my understanding that the test done provides a chemical analysis of the substance but I was not provided that info. The letter states that 'this matter posed no health risk to you'. Posed seems to me to refer to past tense but the word poses would mean no fisk period. There is no indication on the professional standing of the medical director of the external consultant. In their consideration items, items 2, 3 and 4 seem to has nothing to do with the material but only with the delivery system. What was the published data. There appears to be no consideration of the quantity of substance. My question (its my body) to myself have I done due diligence to determine if there is any future risk and as president reagan said 'trust but verify'.